Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels. Specific bg values were not provided. Reportedly, assistance was required to address bg level. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.